Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of choledocholithiasis performed on (B)(6) 2025. During the procedure, the cutting wire could not be fully tensioned, which prevented a complete papillotomy from being performed. Since further tensioning was not possible, the device was removed for external inspection. Upon examination, it was found that the cutting wire did not extend across the full length of the tip. The cutting wire ended at the brown marking instead of the blue tip. The procedure was completed with another dreamtome rx 44. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of a wire kinked. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable investigation result of cutting wire kinked. Block h11: investigation results. The returned dreamtome rx 44 was analyzed, and a visual and microscopic inspection found that the cutting wire was kinked, also, the distal pierced hole (tome's extrusion) was torn; therefore, this last condition displaced the cutting wire anchor from its original position (the wire anchor is still within the catheter), due to this condition the device was not able to bow during functional test. No other problems with the device were noted. The results of the analysis performed on the returned device found that the cutting wire was kinked. This problem could be caused by operational factors, such as manipulating the device through difficult anatomy, the used technique for the device manipulation or by the interaction between the device and the scope (hitting against a hard surface). The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.